Event description:
The machine alarmed for access, then return alarm. The catheter was flushed and the lines were switched. The filter then clotted. The machine produced a "burning" smell and would not restart. Unable to unload the filter. The machine was sent to biomed.